Event description:
Additional information reported that impending lead erosion occurred requiring a pocket revision. The lead that had previously been capped was then cut at pocket revision. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: sedr01 ipg, implanted: (B)(6) 2010. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had high impedance and was oversensing. The lead was capped and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.